Manufacturer narrative:
Product will not be returned for evaluation. No reported malfunction. Investigation is pending.

Event description:
In 2007, it was reported that a patient underwent revision of the incompass construct due to dislocation of the pedicle screws due to osteoporosis and compression fractures. The initial surgery was performed approx four months earlier. The surgeon performed two kyphoplasties and repositioned 3 screws to revise the construct. The screws were discarded. There was no reported surgical delay. No reported malfunction of the screws.